Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section b3, date of event: unknown/not provided. Section d6a, if implanted, give date: not applicable. There is no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There is no indication the lens was implanted. Therefore, it was not explanted. Section e1, telephone number: (B)(6). Entering the telephone number in h11 as the field only takes the us format. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been

Event description:
The following was reported regarding the preloaded johnson and johnson (jnj) intraocular lens (iol). Upon injection of the intraocular lens, the shaft entered without advancing the lens. The customer unscrewed the plunger, and the lens descended. Once in the capsular bag, an incomplete fracture of one of the haptics was observed. It appeared to achieve a good position and remained centered. The post-operatiave examination the following day went very well, with a visual acuity of 20/30 and j1+. However, at the one-week follow-up, the edge of the lens was visible without dilation. It will require explantation and replacement. No further information was provided.